Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to the compromised force sensor system alarm. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime anomaly and high blood glucose. The customer¿s blood glucose level was 300 mg/dl. The customer states that pump they are unable to exit the "preparing to prime" loop and got beeps but did not get numbers and it still says fill tubing. The customer had declined to troubleshoot for high readings. The insulin pump will be returned for analysis.